Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The reported drifting of o2 concentration could not be duplicated. However, the o2 sensor was replaced by the fse as precaution but not returned for investigation. Functional checks were performed and the ventilator was cleared for clinical use. The evaluation of the received device logs confirms the reported event. It showed that when the o2 concentration is increased, the ventilator alarms for high o2 concentration, i.e. The o2 concentration becomes higher than the upper alarm limit which is set value +5 vol%. Since no replaced parts were returned for investigation, the root cause of the drifting o2 concentration has not been determined but the replaced o2 sensor may be a contributing factor.

Event description:
(B)(4).

Event description:
It was reported that the o2 concentration was drifting while the ventilator was connected to a patient. The values are unknown. There was no patient harm. (B)(4).